Event description:
It was reported that the left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms four times. The device and leads remain in service. No additional adverse patient effects were reported.